Event description:
It was reported to boston scientific corporation that a flexima biliary stents was implanted to treat a bile duct stenosis in the bile duct during a stent placement procedure performed on (B)(6) 2025. During the procedure, the radiopaque marker of the outer sheath separated and remained in the duodenum. Original device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of ro marker band detachment of device or device component.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of ro marker band detachment of device or device component. Block h11: a flexima biliary delivery system was returned for analysis. Visual and microscopic inspection revealed that the ro marker was missing. However, markings on the push catheter indicated that the ro marker had previously been placed. No other problems were noted to the stent and delivery system. The investigation confirmed that the device was returned without the ro marker. The detachment may have occurred due to manipulation of the delivery system during preparation or accidental contact with internal components of the scope during insertion. However, such occurrences are typically only observable during the procedure itself. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted to treat a bile duct stenosis in the bile duct during a stent placement procedure performed on (B)(6) 2025. During the procedure, the radiopaque marker of the outer sheath separated and remained in the duodenum. Original device was used to complete the procedure. There were no patient complications as a result of this event.